Event description:
It was reported that the vns patient began experiencing a new type of spell that would last up to an hour. The spells caused pain at the generator site and behind the patient¿s eyes. The patient¿s device was tested during an office visit on (B)(6) 2015 and diagnostic results showed normal device function. X-rays were taken and were reported by the physician to be unremarkable. The physician decided to disable the patient¿s device and adjust medication to prevent a serious injury to the patient. The patient was referred to an emergency medical unit. No further information relevant to the event has been received to date.